Event description:
Adding unique identifier (UDI) number.

Manufacturer narrative:
On (B)(6) 2017, a service engineer determined there were no analyzer deficiencies. The analyzer alerted the operator to possible sample abnormality requiring further review prior to reporting. Users are informed of the situations in which results may be affected in chapter 11, possible sample interferences. For platelets, the warning is noted: "where the following are present, the platelet count may be reported falsely low: platelet aggregation, giant platelets, pseudothrombocytopenia." Plt clumps can be caused by abnormal proteins in the patient's plasma when exposed to edta anti-coagulant. No analyzer malfunction occurred. Root cause is a patient specific abnormality due to the presence of platelet clumping.

Event description:
On (B)(6) 2017, a patient diagnosed with chronic idiopathic thrombocytopenic purpura (itp) received unnecessary treatment of dexamethasone (steroid) based on erroneously low platelet (plt) results. The analysis generated a plt value of 98 x10^3 ul and was judged positive. Cut-off for delivery of treatment is a plt value of less than 100 x10^3 ul. The same sample was repeated approximately an hour later and the clinician was provided a corrected report of 150 x10^3 ul. No negative impact to the patient due to the administration of dexamethasone was reported.